Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: what color cartridge was being used? White reload code ecr60w on which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 6th or 7th firing was the instrument fired across or near an existing staple line or clip? No were staples malformed, unformed, missing, or a combination? Partially malformed, as seen in attached picture. Photographic conclusion: the event description cannot be confirmed based on photo review.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, upon checking the staple line of the entero-entero anastomosis, the staple line seemed disrupted at the last part. To avoid any post-operative complications the staple line was strengthened with a suture (over sewing). Over-sewing was used to complete the procedure.